Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 6.0 x 200 mm armada 35 referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified de novo lesion in the proximal femoral artery that was 100% stenosed. The lesion was attempted to pre-dilate with a 6.0 x 200 mm armada 35 ll balloon catheter at 8 atmospheres, but a leak was identified during the procedure between the shaft and hub and the balloon was unable to inflate. A second attempt at pre-dilatation was performed with another same size balloon, but the same problem was identified. The procedure was successfully completed with a third same size armada 35 ll. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was retuned and analysis confirmed the reported leak at the base of the strain relief tubing. The lot history record was reviewed and identified no exceptions related to this lot for inflation issues or leaks. The complaint history for this lot was reviewed and identified one similar incident. Based on an expanded evaluation, it was possible that the inflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.